Event description:
Reportedly, early battery depletion occurred.

Event description:
Reportedly, early battery depletion occurred.

Manufacturer narrative:
Please refer to the attached analysis report. - attachment: [20191212 - file-2019-03087 - analysis_and_closure_report_resp-2019-01754.pdf].